Manufacturer narrative:
Reagent level detection is usually attributed to bubbles, probe holder, or the condition of probe. The reagent probe holders were not corroded and the probe holders were replaced prior to the false level detection errors. The data printouts from the analyzer were requested from the user but they would not provide the data. Therefore, unable to confirm the event and evaluation of the analyzer. In the absence of the data, the evaluation of the analyzer would not be helpful. As part of the investigation, internal studies have determined that foam in the 120 ml reagent bottle associated with the alleged event, may have occurred. Foam may lead to a false reagent level detection, thus the possibility of reporting erroneous results. The reagent foaming may have caused the event. Remedial action (by means of a reagent market correction letter to customers dated 11/19/04) consists of reducing the reagent level. Long term preventive action by the manufacturer will reduce the volume by 4 ml beginning with the next lot manufactured.

Event description:
It was reported that erroneous results were reported for total bilirubin. There were no patient injuries as a result of this report.